Manufacturer narrative:
Report as per request from FDA medwatch program.

Event description:
Review of service and repair order log (B)(4). Per repair authorization form: "no output in coag." Reference e-complaint (B)(4).